Event description:
High readings was received on a customer's precision xtra blood glucose meter. The customer reported that on 04 apr 06 he obtained a reading of 7.4mmol/l on his meter and experienced hypoglycemia. Paramedics were called and performed a test using their meter, this gave a reading of 2.7mmol/l. The customer's products have been requested for investigation.